Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced a rupture in the breast implant. During visual evaluation of the device, a tear was observed on the anterior aspect, measuring 8.4 cm. Please note that the product evaluation lab couldn¿t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the evaluation was performed on a photo of the suspect medical device. The physical device has not been received by mentor. According to the information provided, the patient experienced a rupture on the breast implant. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the device. As the product involved in this complaint was not received, the device couldn¿t be analyzed according to our procedures. If the device is received and analyzed, a supplemental report will be submitted. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: left breast prosthesis rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 175cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was reported. As a result, the patient underwent explantation on (B)(6) 2020.